Event description:
Mxp2516148; ra601668 a customer reported obtaining a discrepant positive abo/d typing result for a patient sample using ortho mts monoclonal and reverse grouping card lot 102822037-13 in conjunction with their ortho vision ID-mts analyser. Patient information: sample ID 23bb-094bb0059; historical blood group of o d(rh1) positive. The customer reported that on 04 april 2023, they had tested a patient sample for abo/d typing using ortho mts monoclonal and reverse grouping card lot 102822037-13 in conjunction with their ortho vision ID-mts analyser and that they had obtained: - positive reactions (4+ reaction strength) with the anti-a, a1 and b cells - negative reactions with the anti-b, anti-d and control reagents the patient was grouped as blood group a d(rh1) negative. The customer reported that on the same day, they removed this patient sample from the ortho vision ID-mts analyser and that they had tested it for abo/d typing in manual tube method and that they had obtained a blood group o d(rh1) positive result. The customer reported that on the same day, the patient sample was reloaded onto their ortho vision ID-mts analyser and was tested for abo/d typing using ortho mts monoclonal and reverse grouping card lot 102822037-13 and that they had obtained: - positive reactions (4+ reaction strength) with the anti-d, a1 and b cells - negative reactions with the anti-a, anti-b and control reagents the patient was grouped as blood group o d(rh1) positive. No further detail provided. The customer reported that no biased result was reported to the physician. The customer reported that the patient was not harmed as a result of the reported events.

Manufacturer narrative:
Orthocare reviewed the metering report, barcode scan report and column grade results report from e-connectivity and it was identified that the sample in question was assigned to slot2/position 7 and was subsequently sampled for antibody screening and reverse typing. Prior to the ortho vision ID-mts analyser sampling the red cells for forward typing, this sample was scanned by the handheld scanner and assigned to slot2/position 1 which was incorrectly assigned as a different sample was physically sitting in position 1. The ortho vision ID-mts analyser then sampled this sample for the forward typing. The ortho vision ID-mts analyser had seen a different sample barcode however the handheld scanner assign to position overrides this. Customer was provided with findings and referred to customer letter (cl2022-099). The customer letter further discusses the identified possible issue when utilizing ¿assign to position¿ function which will allow user to manually load samples, but if the instrument detects an alternate barcode in the assigned position, the actual barcode is not utilized, and the sample ID entered using the ¿assign to position¿ function will be associated with the testing of the sample in that position. Orthocare discussed with the customer that mod67 has a fix that if the barcode scanned from the instrument is different than the barcode entered by the user, an error will be raised and the customer will be alerted, and the order will not be processed. The customer requested the ortho field engineer to install mod67 on their analyser. The most probable assignable cause is user error, the customer utilized the ¿assign to position¿ function on the vision software but placed the samples in the incorrect positions within the rack. Ortho has released software modification 67 (mod 67) to resolve the issue with the ¿assign to position¿ feature. As communicated on 25jan2023, a customer letter (ref. Cl2023-008) was sent by us mail or e-communications to customers indicating resolution with the installation of mod67. Within the mod summary section, resolution to product corrections, it states: ¿as communicated in the product correction notification (cl2022-099): while using the assign to position feature, the system would always use the barcode entered by the user. Now if the barcode can be scanned from the instrument and it is different than the barcode entered by the user, an error will be raised, and the order will not be processed.¿ ortho classified as a class ii FDA does not consider this a recall or market withdrawal (mw) if the user exercises the assign to position feature and physically places a different sample in the assigned position, a test result will be mis-associated with the identifier that was manually assigned. This misidentification may be prevented if the patient/donor sample is physically placed in a rack position that is matched to what the software initially displays when using the ¿assign to position¿ feature. The vision software nor any result reports display the samples that have been tested using the assign to position feature. No patient harm has been reported related to this error.